Event description:
While a field service engineer (fse) was troubleshooting an unrelated event, the fse discovered erratic hemoglobin (hgb) and red blood cell (rbc) results generated on a coulter lh 500 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The cause of the erratic hgb and rbc was a movement issue with the blood sampling valve (bsv). The fse replaced the center pad of the bsv and the pancake valve arm to correct the movement issue with the bsv. The instrument ran without hgb or rbc issues after the repair. The repairs were verified per established service procedures. (B)(4).